Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump began to beep and flash after being rolled over by a child. Customer's blood glucose was 4.5 mmol/l. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump had a flashing white lcd with audio beeps due to a cracked lcd controller. Unable to verify the missing segments due to the flashing white lcd. The pump had a scratched case and pillowing keypad overlay.